Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The model# was not provided, so di could not be determined. The manufacture date could not be determined.

Event description:
The customer stated his contour next one reads 30mg/dl higher than two other meters, and the lab tests. Specific information was not provided. Depending on the specific readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Strip information was not provided. Strips were not expected to be returned. Product was not replaced.